Event description:
The customer returned the Gastrointestinal Videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated dirt on the light guide lens and image noise were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, the dirt on the light guide lens, is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. The image noise was due to corrosion on the electrical connector, component failure due to stress of repeated use, external factors, or handling.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.